Event description:
It was reported that the user experienced a low blood glucose event while on ilet therapy, communicated with company staff during the episode, and self-treated with oral glucose; the user later expressed dissatisfaction with coaching interactions and indicated an upcoming change in insulin therapy. Symptoms included hypoglycemia. Outcomes included self-resolution of the low after oral carbohydrate treatment and no escalation of care. Troubleshooting and education were completed with the user. Investigation included a review of the event details provided by the user. Investigation of this case revealed no identifiable device malfunction and an undetermined cause for the hypoglycemia. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.